Event description:
A hospital in (B)(6) reported that three rt340 adult dual-heated evaqua breathing circuits did not pass the ventilator leak test during set up. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the dryline of two complaint breathing circuits were returned to the manufacturer and visually inspected. Results: the visual inspection revealed a hole on the dryline, approximately 2cm from the connector for both complaint drylines. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to determine what had caused the hole in the dryline. Every half hour a dry line from production is pressure tested, if it fails all production from that half hour period is set aside for further checking. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; (B)(4).